Event description:
The emboshield embolic protection device was used during a stenting procedure. The physician attempted to remove the emboshield with the retrieval catheter, but the retrieval catheter was unable to cross the stented lesion. A second emboshield package was opened and the retrieval catheter was used in an attempt to retrieve the emboshield embolic protection device. This attempt was also unsuccessful. A shuttle sheath was used to remove the emboshield. This report represents the first retrieval catheter used.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.